Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and verified the malfunction. The se found a leak caused by a damaged oxygen sensor, which was replaced, and resolved the reported issue. The unit then passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that, during testing, a ventilator failed to pass the extended self test (est). There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to a mechanical problem. If information is provided in the future, a supplemental report will be issued.